Manufacturer narrative:
H6 patient codes: corrected from e0602 to f02 and f2306.

Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. One week post-implant, the patient was at home with spouse and reported shortness of breath. While the spouse was tying the patient's shoes, the patient lost consciousness. The spouse performed cardiopulmonary resuscitation (CPR). The patient died at home. The family declined an autopsy and therefore cause of death is unconfirmed.

Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. One week post-implant, the patient was at home with spouse and reported shortness of breath. While the spouse was tying the patient's shoes, the patient lost consciousness. The spouse performed cardiopulmonary resuscitation (CPR). The patient died at home. The family declined an autopsy and therefore cause of death is unconfirmed.